Manufacturer narrative:
The user facility's biomedical technician (bmet) checked the pump display cables, but was not able to duplicate the reported issue. The pump is functioning properly. No parts were returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The user facility biomed is trained by the manufacturer.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display of the large roller pump went out. The customer still used the unit since it was still controllable via central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the large roller pump local display blanked during cpb. The pump still functioned per user need and could be controlled and monitored by the ccm slider. The pump was used to complete the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.